Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 at 6:30 am with blood glucose above 523 mg/dl. Troubleshooting was performed for high blood glucose. The insulin pump had a pump error alarm and insulin flow blocked alarm. Customer was able to clear the alarm. The customer stated that they had performed the self test and the test was passed. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.